Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was scratched at one optic/haptic junction. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/11/2009, 09/14/2009, 09/15/2009, and 09/17/2009 by phone, fax, and mail. Medical records were received on 09/11/2009. A completed questionnaire was received on 09/21/2009. This report was mailed to FDA on: 10/09/2009.

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged, due to an unexpected postoperative refraction. In a follow up, the surgeon reported that the event resolved with treatment.